Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on june 15, 2020. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. However, based on the information from olympus china (osh), omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the error e200 which indicated the light source was broken down was displayed. There was no report of patient injury associated with this event.